Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: during investigation, the battery compartment was found to too be cracked. A battery compartment leak was found as well as a bolus button leak. There was moisture found on the inside of the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and moisture in the pump. This report is made based on results of investigation completed on 06-nov-2018.